Event description:
Patient was implanted with a pns system in (B)(6) 2021. Leads were placed on the superior and inferior suprascapular nerves. During the case it was noted that the patient had very thick skin and incisions and needle entries were difficult. It was also noted that the patient is on dialysis. On (B)(6) 2022 the patient reported that the leads had "fallen out' of the patient's skin. Patient's leads appeared to have eroded out of the surgical pocket and were exposed. Patient's primary care noted elevated white count and suggested that the patient does not get the nalu system replaced at that point in time. Nalu system was explanted on (B)(6) 2022. Doctor suggested that the patient did not heal correctly after the procedure due to ongoing dialysis and that likely caused the incision to open and the pocket to be exposed.